Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt rec'd power cable disconnect alarms while connected to batteries and the power module. Low voltage alarms were seen on log file as well. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The report of the system controller alarming was confirmed during analysis. The white power cable was found to have a compromised wire at the connector end. This wire was responsible for monitoring battery power. The log file was reviewed as part of the investigation and the data contained within was consistent with the reported event. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.